Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial distal portion of the lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. Unable to determine the exact length of the abrasion due to the lead was cut consistent with procedural damage at the abrasion location and the other portion was missing/not returned for analysis. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Manufacturer narrative:
Correction: section h6: the "investigation conclusion" code in the previous device evaluation report should have been " 4307 - cause traced to component failure" instead of " 67 - no problem detected".

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.